Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all the buttons on the insulin pump were very hard to press and sticky. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the act button was so hard to press it hurt her thumb. Customer stated that insulin pump received unexplained no delivery alarm and sound was louder during rewound process. Customer stated that there was film over the screen. The insulin pump will not be returned for analysis.